Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and fever. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm/ every 3 day/ intraperitoneal/ discontinued) and meropenem injection (500mg/once daily/intraperitoneal/ discontinued) for peritonitis. The patient was discharged from the hospital on an unknown date. At the time of this report, the patient was not recovered from the peritonitis and cloudy effluent but recovered from abdominal pain and fever. The pd catheter was removed and pd therapy was discontinued. The patient was switched to hemodialysis (hd). Same hd is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.